Event description:
On a scheduled follow-up performed on (B)(6) 2015, 2 noise episodes were stored on device memories, with no therapy. On (B)(6) 2015, another noise episode was recorded, however it was not sustained. All the episodes occurred between 01:30 and 02:48 am. The patient told to the physician that at these hours he was sleeping. Reportedly, persistences were increased from 6 to 10 cycles.